Event description:
It was reported that the procedure was to treat a 75% stenosed de novo lesion in the distal left circumflex (dlcx) with mild calcification and moderate tortuosity. A bmw guidewire (gw) was positioned and a trek balloon was used for lesion pre-dilatation. Then, the 014 whisper gw was positioned. The 2.50x18mm xience skypoint stent delivery system (sds) was advanced but failed to reach the lesion as it became stuck and caught with the whisper gw. The gw and sds were removed together from the anatomy. A kink on the monorail lumen of the sds was noted. There was no adverse patient effect and no clinically significant delay reported in the procedure. A 2.25mm xience skypoint stent and a non-abbott gw were used to complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The 014 whisper guidewire filed under a separate medwatch report number.